Manufacturer narrative:
During the primary surgery the tibial tray was loose at the cement/implant interface. Depuy cement was used. A surgical delay of 120 minutes was reported. Date of event (B)(6) 2015 (left knee). The reported 150600003 attune fb tib base sz 3 cem, lot number 7858655 was returned and forwarded to commercialized product development for evaluation and analysis (B)(4). A complaint database search finds no other reported incidents against the provided product and lot combination. Due to the reported event, a DHR review was conducted on the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During the primary surgery the tibial tray was loose at the cement/implant interface. Depuy cement was used. A surgical delay of 120 minutes was reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).